Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had multiple surgeries. On(B)(6)2021 hemi arthroplasty was done and stem remains from this procedure. On (B)(6)2021 hip dislocated and converted to constrained total hip by surgeon. On (B)(6)2021 cup was revised and dual mobility was placed by surgeon. Der was filed, cup and screw that listed on the der, placed at this time. On (B)(6)2022 it was converted to dm to constrained due to dislocation. Der was submitted, head and liner placed at this time. Patient presents in ER with a periprosthetic facture of right hip with appearance of possible infection superior to acetabular component. All components removed and prostalac placed uneventfully. There was loosening of femoral component post facture at bone to implant interface. Doi: (B)(6)2021, dor: (B)(6)2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. Document review and technical investigation: the products were not returned, no product for investigation can be performed. No x ray has been provided, no information. All batches are released in compliance with supplier specifications. Supplier has no evidence to determine the cause of the complaint. Conclusion: dislocation leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Supplier devices involvement is unlikely in this case. The cause of the problem cannot be confirmed. Supplier will continue to monitor for trends. Device history lot : all batches are released in compliance with supplier specifications.